Manufacturer narrative:
Concomitant medical products: product ID: 8703, serial/lot#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8703, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 10mg/ml at 1.953 mg/day via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient came into the ER (emergency room) vomiting and they think they are in withdrawal and that the pump was not delivering what it should be. The reporter confirmed she has not heard the pump audibly alarming at this time and would like to have a company representative come and check the pump. Additional information received on 21-jun-2021 from the company representative and the consumer reported that the patient went to ER saying she felt like pump wasn¿t working and going into withdrawal. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the pump was read and no alarms had occurred. It was unknown if the issue was resolved at the time of the report and the patient would follo w up with their healthcare provider. Additional information was received from the healthcare provider via a device manufacturer representative indicated that the patient also experienced increased pain and nausea. It was reported that a catheter dye study was performed and aspiration unsuccessful. The catheter was found to be fractured at the spine and was replaced.